Event description:
This lead was implanted on (B)(6) 2006 and capped for an unknown reason on (B)(6) 2006. This information was given to medical records on (B)(6) 2012. No further information is known this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).